Event description:
It was reported that during an unknown procedure, the device was not working. No back up device was available, no delay or patient injuries were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows no electrode wear with no manufacturing abnormalities visually observed with the returned device. The device was plugged into controller with defaults (7,3) showing once, plugged into controller on second time with default of 0,3. This indicates one (1) life was present in the wand when returned. Due to the severely bent shaft, a full functional evaluation could not be conducted. The complaint could not be verified and the root cause for this event could not be determined with confidence as the device performed as intended. It is possible that the connector block on the wand was not fully inserted into the controller display; therefore, causing the settings to not register. Other factors that could cause the device to not function is not having a sufficient amount of saline or intracellular fluid in order to maintain the formation of plasma. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller; however, was not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.